Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient alert and then reported to the emergency room. Interrogation of the device revealed that the right atrial lead had noise, and it's impedance was low and out of range. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Additional information - b5, h6 (additional device code added).

Event description:
Additional information - it was reported that the noise was oversensed on the atrial lead. The device was reprogrammed to address the issue.